Manufacturer narrative:
The investigation confirmed that a nonreproducible, higher than expected vitros trop I es result was obtained from a single patient sample processed on a vitros 5600 integrated system. Root cause for the event could not be determined; however, the possibility that inappropriate pre-analytical sample processing had contributed to the result could not be ruled out. The investigation found no evidence to suggest the customer's vitros 5600 integrated system had malfunctioned. In addition, a vitros reagent issue cannot be entirely ruled out as a contributing factor in the event.

Event description:
The customer obtained a nonreproducible, higher than expected vitros tropi es result from a single patient sample processed on a vitros 5600 integrated system. Vitros tropi es result of 0.09 ng/ml vs. Expected result of <0.012 ng/ml the higher than expected vitros tropi es patient result was reported to a physician who questioned it, and a corrected report was issued. There was no allegation of patient harm made as a result of the event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).